Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving a shock. A remote interrogate was performed and found that the shock was given for supraventricular tachycardia (svt) that originated in the ventricular tachycardia (vt) zone and accelerated to the ventricular fibrillation (vf) zone. Further review found the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead pacing impedance had increased from 400 ohms to 1600 ohms in six months. Approximately one year later the rv lead impedance measurements were varying between 400 to 1500 ohms. And the threshold for the other manufacturer's rv lead had increased from 1.1 to 3.5 volts, a fracture was suspected. The clinic is continuing to monitor the patient. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.